Event description:
It was reported to gore that on an unknown date in september 2023, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. On an unknown date, the patient presented with clinical signs of sepsis (fever, hyperleucocytosis) and developed acute obstructive renal failure due to urethral compression by the aneurysm sac requiring bilateral nephrostomosis. Subsequent computer tomography (CT) imaging showed periaortic infiltration and an additional positron emission tomography scan (pet) performed on (B)(6) 2024 revealed hypermetabolism of the periprosthetic infiltrate. On (B)(6) 2024, after about 9 months, the endoprostheses were reportedly explanted and a vascular reconstruction using arterial allograft was performed. The level 1 macroscopic analysis of the explant by third party investigator gepromed did not find any macroscopic defect in the structures of eptfe/fep graft material or metal prior to cleaning. The explant is currently being investigated.

Manufacturer narrative:
H3, code "other": the explanted devices are currently being investigated in collaboration with the third party investigator and additional information has been requested. Concomitant explanted device: gore® excluder® contralateral leg component unk/unk. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2023, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. During follow-up imaging on (B)(6) 2023, the aneurysm had reportedly reduced in size and measured 47 mm. Reportedly, no additional post-implant measurements of the aneurysm diameter were available. On (B)(6), 2024, the implanted endoprostheses were diagnosed infected. Reportedly, there was no infection of the patient's aorta prior to the implant and the cause for the infection was unknown. On (B)(6) 2024 the patient presented with clinical signs of sepsis (fever, hyperleucocytosis) and developed acute obstructive renal failure due to urethral compression by the aneurysm sac requiring bilateral nephrostomosis. Subsequent computer tomography (CT) imaging showed periaortic infiltration and an additional positron emission tomography scan (pet) revealed hypermetabolism of the periprosthetic collection of the infiltrate which reportedly had led to the compression of the right and left ureters. On (B)(6) 2024, after about 9 months, the endoprostheses were reportedly explanted and a vascular reconstruction using arterial allograft was performed. Also, the bilateral pyelostomies were removed and double j stenting was performed on that day. Reportedly, by (B)(6) 2024, the patient's renal function had returned back to normal. An imaging investigation on the explanted gore® excluder® aaa endoprostheses found that all material disruptions appeared to be consistent with those caused by surgical instrumentation during the explant process. The reported infection could not be confirmed via analysis of the explanted endoprosthesis.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B3, date of event: updated. B5, describe event or problem: updated. D6a, if implanted, give date: updated. Code replacements: h6, health effect - clinical code: replaced imdrf code e2328 with e1906. H6: health effect - impact code: replaced imdrf code f1901 with f1905. The serial numbers for the gore® excluder® aaa endoprostheses involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. Explant evaluation summary: the specimen was reported to measure approximately 200 mm in length and consisted of one trunk-ipsilateral leg endoprosthesis fragment (tf) and one contralateral leg endoprosthesis which was contained within and extending from the contralateral gate of the tf. The abluminal surface of the specimen was covered with minimal, scattered plaques of red brown material. The distal end of the contralateral leg endoprosthesis (distal extremity b) was encased in thickened, yellow to brown biologic material (presumed arterial tissue). The proximal lumen the specimen appeared to be open with minimal, scattered plaques of tan to red material. The distal lumen of the ipsilateral leg of tf (distal extremity a) appeared to be open and partially occupied by tan to red material. The distal lumen of the contralateral leg endoprosthesis (distal extremity b) was not visible as it was encased in tissue. The proximal end of the tf (proximal extremity) appeared to have been transected. From the gross images provided all material disruptions (e.g., transections) appeared to be consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. As no saline-patency test was noted to have been performed, the patency of the devices could not be confirmed based off the analysis or images provided. Request for additional analysis: no. Reason: based on the explant scientist¿s review of the gepromed report, no additional analysis is requested. The reason for removal was reported as infection, which cannot be confirmed via analysis of the explanted endoprosthesis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to infection.